Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, b6, d1, d2, d4, g1, g2, g4, h4, h6.

Event description:
Patient additionally reported rupture.

Event description:
This relates to the left side.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. No further actions are required as the device was implanted.